Event description:
The customer reported a charge problem. There was no report of pt involvement. The symptom was clarified as the device failed to charge the battery due to a failed power supply.

Manufacturer narrative:
(B)(4). The customer reported a charge problem. There was no report of pt involvement. The symptom was clarified as the device failed to charge the battery due to a failed power supply. The customer was informed that this device has been out of support since (B)(6) 2006 and parts are no longer available. Based on the customer's report, we will consider this a reportable malfunction of the unit. We cannot conclusively determine the cause.